Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the proximal obtuse marginal artery. After a 182 pt graphix¿ guide wire crossed the lesion, a 2.5mm x 8mm non bsc stent was advanced; however, it was unable to cross the non bsc stent implanted in the circumflex artery. The 2.5mm x 8mm non bsc stent was removed and the physician decided not to proceed with further dilations. When the 182 pt graphix¿ guide wire was attempted to be removed, it was caught on the stent in the circumflex artery and the distal 5mm tip of guide wire was sheared off. The detached tip was able to be retrieved. Plain old balloon angioplasty (poba) was performed and the procedure was completed. No patient complications were reported and there was no harm to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has the distal tip damage and wire kinked, as part of overall visual revision. Unit returned matches with upn provided by the customer. Visual inspection was performed and the device presented distal tip detachment and kink, however, there was no evidence of corewire fracture; also, the device was found kinked along the body. All the outer diameter (od) taken were compared and all of them were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the proximal obtuse marginal artery. After a 182 pt graphix¿ guide wire crossed the lesion, a 2.5mm x 8mm non bsc stent was advanced however it was unable to cross the non bsc stent implanted in the circumflex artery. The 2.5mm x 8mm non bsc stent was removed and the physician decided not to proceed with further dilations. When the 182 pt graphix¿ guide wire was attempted to be removed, it was caught on the stent in the circumflex artery and the distal 5mm tip of guide wire was sheared off. The detached tip was able to be retrieved. Plain old balloon angioplasty (poba) was performed and the procedure was completed. No patient complications were reported and there was no harm to the patient.